Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed and the pace/defib engine board was replaced. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty crystal-oscillator on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.